Event description:
It was reported that the patient received four inappropriate shocks due to oversensing on the right ventricular lead. The lead also was unable to capture at high outputs, had high impedance and a confirmed fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.